Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to press the button effectively and ultimately decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery, and they were instructed to place the faulty pump into storage mode before returning it to tandem using a prepaid label within 10 days.